Event description:
A customer reported that the pump's wake button was difficult to press, requiring multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.